Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when stapling stomach, the device would not fire. The surgeon was unable to press the green button nor squeeze the handle. Another handle and loading unit were used to resolve the issue in order to complete the case. There was no patient injury.